Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Investigation results: I do see some areas on the lingual of the ur6&ur5 that may have some issues with the trim line. The tech should have caught this and fixed the issue. I will create a complaint internally so that the tech and the lead are aware of the issue. Please have them order a refinement so that we can fix this issue. Failure mode - fit issue. Root cause - design conclusion code - product failure - design.

Event description:
In this event it is reported that nontemplate aligner arch - suresmile aligners have been cutting into the patient's gums and making them bleed. Patient did not need treatment for the cuts to their gums.